Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up h2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 12/1/2025. Data was further reviewed. It was reported that an unspecified malfunction occurred. It was found in connection with the reported allegation that the estimated glucose values reached high (over 400 mg/dl), but the app did not deliver alerts as high alerts were disabled. In addition, intermittent signal loss was observed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. It was reported via email by insulet that the patient stated they received an alert saying, "missing sensor values" all day on (B)(6) 2025, which caused his blood glucose levels to be around 353 mg/dl- 600 mg/dl and he ended up going to the emergency room. He stated that is could be an issue related with the dexcom app. The patient was released 5-6 hours later and the patient was treated with IV fluids. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.